Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to be stuck in rewind. Customer's blood glucose was 120 mg/dl. Customer declined troubleshooting due to not wanting to fill reservoir due to almost being out of insulin. Customer was advised that insulin pump would need to be replaced. Customer would call back.